Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis with the stent holder and distal sheath both separated. The deployment difficulty was able to be confirmed. Based on a visual and functional inspection, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that the reported difficulties appear to be due to case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The analysis of the returned device identified that the stent holder and distal sheath were both separated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left common iliac. The access site was contralateral. A 7.0 x 80 mm absolute pro self-expanding stent system was being deployed when the thumbwheel would not work. The thumbwheel was forced until it stopped, the stent jumped and was deployed in the iliac arch at the intended site. Another access site was done and another stent was implanted also in the intended site. There was no clinically significant delay in procedure. No additional information was provided.